Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: outcomes of transcatheter mitral valve implantation for failed bioprostheses and annuloplasty rings b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "outcomes of transcatheter mitral valve implantation for failed bioprostheses and annuloplasty rings" was reviewed. This research article is a retrospective single-center experience to evaluate the clinical outcomes and its determinants following transcatheter mitral valve implantation (tmvi) in failed prostheses and annuloplasty rings. The devices included in this study were sapien 3/ultra/xt, lotus, epic, biointegral, perimount, porcine, hancock 3, labcor, mosaic, shelhigh, physio ii, cg future, and memo 3d. The article concluded that tmvi provided acceptable mid-term mortality irrespective of procedure type and access route, with excellent technical success. Mid-term follow-up showed near-complete elimination of mitral regurgitation. However, a high rate of post-procedural relevant mitral stenosis was observed. [The primary and corresponding author was chong bin lee, deutsches herzzentrum der charité (dhzc), department of cardiology, angiology and intensive care medicine, augustenburger platz, 13353, berlin, germany, with corresponding e-mail: chong-bin.lee@dhzc-charite.de.]. This study included all patients who underwent tmvi procedure for failed bioprosthetic valves and annuloplasty rings from 01 february 2014 and 30 june 2024. A total of 88 patients were included in the study, of which 6.8% (6) received an abbott device. The average age was 76 years. The majority gender was female. Comorbidities were unknown.

Manufacturer narrative:
Summarized patient outcomes/complications of epic valve were reported in a research article in a subject population. Complications reported included device stenosis, mitral stenosis, mitral regurgitation, surgical intervention (valve-in-valve), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "outcomes of transcatheter mitral valve implantation for failed bioprostheses and annuloplasty rings" was reviewed. This research article is a retrospective single-center experience to evaluate the clinical outcomes and its determinants following transcatheter mitral valve implantation (tmvi) in failed prostheses and annuloplasty rings. The devices included in this study were sapien 3/ultra/xt, lotus, epic, biointegral, perimount, porcine, hancock 3, labcor, mosaic, shelhigh, physio ii, cg future, and memo 3d. The article concluded that tmvi provided acceptable mid-term mortality irrespective of procedure type and access route, with excellent technical success. Mid-term follow-up showed near-complete elimination of mitral regurgitation. However, a high rate of post-procedural relevant mitral stenosis was observed. [The primary and corresponding author was chong bin lee, deutsches herzzentrum der charité (dhzc), department of cardiology, angiology and intensive care medicine, augustenburger platz, 13353, berlin, germany, with corresponding e-mail: chong-bin.lee@dhzc-charite.de.] This study included all patients who underwent tmvi procedure for failed bioprosthetic valves and annuloplasty rings from 01 february 2014 and 30 june 2024. A total of 88 patients were included in the study, of which 6.8% (6) received an abbott device. The average age was 76 years. The majority gender was female. Comorbidities were unknown.